Event description:
A patient (asa IV) underwent a laparoscopic procedure that was changed to open surgery. After the car 27 device was fired, the physician found that the distal doughnut of the anastomosis was incomplete. A water-control and a colonoscopy of the anastomosis was performed. After day 5, the patient got a leak. Due to the leak and the bad general condition of the patient, a hartman was performed.

Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices. The initial report was received, and was documented as not reportable due to missing information.